Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, developing into an infection and exposing the implant. The patient was hospitalized for 5 days for intravenous antibiotics treatment and discharged with oral antibiotics; during which the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.